Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated over 300 (mg/dl). The customer believed there was an issue with the pump. A correction bolus via the pump was delivered to address bg level. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set site at the time of the report. Reportedly, the customer adjusted the correction factor, carbohydrate ratio and basal rate settings without consulting a healthcare provider (hcp). A recommendation was made for the customer to discuss elevated bg levels and pump settings with a hcp.